Event description:
It was reported that during a da vinci assisted surgical procedure, the robot exhibited unintuitive motion, as if the arms were unlocking, whenever the trumpf table was connected. No errors were displayed on the system or the table. The technical support engineer (tse) reviewed the robot logs and did not identify any relevant system errors but did observe an error related to the table. It was also communicated that a trumpf engineer had inspected the table and confirmed there were no issues identified on the table side. The procedure was completed with no report injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse replaced the table interface module (tim) board to resolve the issue. The system was tested and verified as ready for use.